Event description:
The afterloader unit installed at the hosp recently suffered a failure of the afterloader/active source wire. The mode of failure was a complete separation at approx 530mm back from the distal end of the active source. This placed the failed portion inside the emergency retract mechanism when correctly parked. There were no injuries reported. The unit was being calibrated and was not being used clinically.